Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the battery of their cardiac resynchronization therapy defibrillator (crt-d) was "already down to 2 years" and "down to about 50% after 7 days implanted." The crt-d remains in use. No patient complications have been reported as a result of this event.